Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder for the treatment of acute cholecystitis during an endoscopic ultrasound- guided gallbladder drainage procedure performed on (B)(6) 2026. During the procedure, after deployment of the distal flange, its position could not be confirmed within the gallbladder, indicating unintended placement. The stent was then fully deployed to facilitate removal and was removed using forceps. A new axios stent was implanted, and the procedure was completed without complications. There was no patient complications reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable events of stent first flange difficult to position and stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder for the treatment of acute cholecystitis during an endoscopic ultrasound- guided gallbladder drainage procedure performed on (B)(6) 2026. During the procedure, after deployment of the distal flange, its position could not be confirmed within the gallbladder, indicating unintended placement. The stent was then fully deployed to facilitate removal and was removed using forceps. A new axios stent was implanted, and the procedure was completed without complications. There was no patient complications reported due to this event.

Manufacturer narrative:
Block d2a has been corrected. Block h6: imdrf device code a1502 captures the reportable events of stent first flange difficult to position and stent positioning issue. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent first flange difficult to position as there is not enough evidence to determine if the reported event was due to the physician's device manipulation during the procedure, or whether it was related to a device malfunction. The reported event of stent positioning issue is noted within the instruction for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damage of inner sheath kinked was likely caused by factors encountered during the procedure, such as excessive force or the manner in which the device was handled and manipulated. Device analysis findings: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was received fully deployed and expanded. Visual examination of the returned device revealed that the inner sheath kinked. Functional inspection was performed, the catheter was freely moved through the luer, and the slider could be moved back to its original position without resistance. No other damages were noted to the stent and delivery system. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported events of stent first flange difficult to position and stent positioning issue were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.